Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that there was a hole in the hose. The device could not be tested for the reported condition due to the component damage. Therefore, the complaint could not be confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported that the motor device was getting hot. It was not reported that the malfunction occurred during surgery. According to the reporter, there were two motor devices in a box with a note indicating that one of the devices was getting hot. The reporter did not know which one of the devices experienced the malfunction. The note also stated that the device was ¿burning the surgeon¿s hand, but that no injuries were reported¿. It was unknown if there were any injuries to the surgeon. It was unknown if there were any delay in a surgical procedure or if a spare device was available. It was unknown if there was patient involvement. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.